Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left internal carotid artery (ica) m1 segment sidewall aneurysm. The aneurysm max diameter was 5.3mm and the neck diameter was 4.1mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered with pru level in the expected range. It was reported that the pipeline vantage and all accessory devices were prepared as indicated in the instructions for use (IFU). Due to the severe tortuosity of the patient's ica, the sheath was parked at the petrous ica. The guide catheter was tracked over the phenom 21 microcatheter to the supraclinoid level where, again, there was a 90 degree tight vessel bend to the right. The phenom microcatheter was parked at the the superior branch of the m2 segment. The pipeline was delivered at the desired and deployment initiated but the pipeline was not fully opening at the distal end. The surgeon resheathed the pipeline twice but the pipeline still could not be fully opened. No other steps or devices were tried to open the pipeline. It was noted that more that 50% of the pipeline was deployed when the failure to open occurred. The device was not positioned in a vessel bend. The pipeline was then resheathed and removed with the microcatheter. The pipeline was replaced with a pipeline vantage 300-16 model which was delivered and opened well with good wall apposition. The procedure was completed successfully with slowed flow in the aneurysm. There was no harm or injury to the patient. Ancillary devices: ballast sheath, cat 5 guide catheter, traxcess guidewire, phenom 21 microcatheter (lot: 223165488)

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) .as found condition: the pipeline vantage was returned within the inner pouch and outer carton; inside of a biohazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as distal end of the braid was not opened due to damaged braid. The cause could not be determined. Possible cause includes severe vessel tortuosity and damaged braid. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.